Event description:
Respiratory therapist reported: vent flashed vs500 battery error when we tried to go on a road trip. Biomed engineer reported: it appears as the rt was disconnecting the high pressure gas hoses and power cord in order to take the patient to a procedure elsewhere, the vent generated a "gs500 failure" alarm. I see where the rt stated "battery" within that text but the gs500 does not have a battery alarm related to it, and the alarm logs showed the gs500 alarm only. It was determined to be reportable as there was another vent that generated this same alarm under the same conditions.what was the original intended procedure?ventilation.device #1is this a laboratory device or laboratory test?no.